Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed a pocket erosion and infection on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the system. The patient condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).